Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-200mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 543mg/dl and 534mg/dl. Reviewed meter memory: 1:534mg/dl, (B)(6) 2015 09:07:00 pm, fasting: yes. 2:543mg/dl, (B)(6) 2015 09:05:00 pm, fasting: yes. 3:547mg/dl, (B)(6) 2015 08:48:00 pm, fasting: yes. 4:489mg/dl, (B)(6) 2015 08:45:00 pm, fasting: yes. 5:587mg/dl, (B)(6) 2015 08:40:00 am, fasting: yes. Customers concern: 587mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-200mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 543mg/dl and 534mg/dl. Reviewed meter memory: (B)(6). Customers concern:587mg/dl. No adverse event reported.